Event description:
It was reported that the patient came into the emergency room "feeling bad". A 6 second interval with no pacing and the patient's intrinsic rate in the 40's occurred. The device was reprogrammed to be less sensitive and the patient was observed overnight, during which, the patient did not have any bradycardia events. The patient's physician also reported that they had recently started the patient on potassium. The device is still in use. There were no further complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.